Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The manufacturer's field service engineer (fse) provided troubleshooting and requested additional information to confirm the reported issue. No additional information has been provided to confirm resolution and disposition of the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the navigation ring was out of order. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.